Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is an allegation that the liberty cycler set lines are too short which results in patient needed to disconnect to use the bathroom. The manufacturer instructions for use provide caution to the user not to touch the inside of connections and to use aseptic technique when connecting/disconnecting from treatment. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination while disconnecting from the pd exchange to go to the bathroom, as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. It was reported that the peritonitis was caused by the patient having to disconnect treatment to go to the bathroom. Per the pd nurse, the change in the length of the lines of the cassette is what led the patient to disconnect from pd treatment. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. Per the nurse, the patient was treated with intraperitoneal (ip) vancomycin (per clinic algorithm) on an outpatient basis. The patient is recovering from the peritonitis event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. It was confirmed that there were no visible defects with the fresenius cassette and that the product has been discarded (lot # unknown). The nurse indicated the cassette lines are not long enough to allow the patient to go to the bathroom. Therefore, the nurse attributed the peritonitis to touch contamination while disconnecting from the cassette to go to the bathroom.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. It was reported that the peritonitis was caused by the patient having to disconnect treatment to go to the bathroom. Per the pd nurse, the change in the length of the lines of the cassette is what led the patient to disconnect from pd treatment. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. Per the nurse, the patient was treated with intraperitoneal (ip) vancomycin (per clinic algorithm) on an outpatient basis. The patient is recovering from the peritonitis event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. It was confirmed that there were no visible defects with the fresenius cassette and that the product has been discarded (lot # unknown). The nurse indicated the cassette lines are not long enough to allow the patient to go to the bathroom. Therefore, the nurse attributed the peritonitis to touch contamination while disconnecting from the cassette to go to the bathroom.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. It was reported that the peritonitis was caused by the patient having to disconnect treatment to go to the bathroom. Per the pd nurse, the change in the length of the lines of the cassette is what led the patient to disconnect from pd treatment. In an additional call, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. Per the nurse, the patient was treated with intraperitoneal (ip) vancomycin (per clinic algorithm) on an outpatient basis. The patient is recovering from the peritonitis event and continues pd with the same cycler. The nurse confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. It was confirmed that there were no visible defects with the fresenius cassette and that the product has been discarded (lot # unknown). The nurse indicated the cassette lines are not long enough to allow the patient to go to the bathroom. Therefore, the nurse attributed the peritonitis to touch contamination while disconnecting from the cassette to go to the bathroom.

Manufacturer narrative:
Correction: d.4.